Event description:
It was reported that a large volume infusor 10 ml/hr had a "plastic like particle" inside. The customer stated that the solution had been filtered before filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a small piece of clear plastic material floating freely in the fluid of the bladder. The particle was determined to be approximately 0.40 square mm in size. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.